Event description:
The customer received questionable free t4 (thyroxine) results for two patient samples which did not fit the clinical picture of the patients. Patient 1, initial free t4 result was 25.1 pmol/l, repeated using delfia methodology gave 14.8 pmol/l. Patient 2, female, (B)(6), initial free t4 result was 25.8 pmol/l, repeated using delfia methodology gave 17.4 pmol/l. Both patients were referred to a hospital clinic by the general practioner based on the discprepant free t4 results. No adverse events were reported. The free t4 reagent lot was 156980.

Event description:
A user facility reported that an intraocular lens (iol) kept folding incorrectly. Pt impact remains unk. Additional info has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Two samples were sent for investigation. An interfering factor to the ruthenium label were not identified in either sample. Additional separate investigations of the samples were performed: patient 1: a specific root cause for the discrepancies could not be identified. Patient 2: the elevated free t4 result was confirmed by testing on the siemens centaur analyzer. The elecsys result was deemed reliable. No adverse events were reported for either patient.

Event description:
Complainant alleged that during biomed testing the device displayed a "check pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
(B)(4).